Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that the patient had a concurrent procedure of a hysterectomy performed during mesh implantation. It was reported that following insertion of the mesh, the patient experienced pain, erosion, extrusion, infection and urinary problems. It was reported that the patient underwent mesh removal in (B)(6) 2011 due to pain and infection. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that patient underwent excision of exposed mesh and repair on (B)(6) 2008 by implanting surgeon for vaginal mesh exposure of suburethral sling. It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with tvh/rso. Resubmission with the correct file number . (B)(4).